Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a clearlink system secondary medication set. The event occurred when the solution from the primary bag backflowed into the ¿piggyback¿ bag. The set was used in conjunction with a non-baxter pump during an unspecified antibiotic infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.